Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during this patient's normal follow up visit, a review of the device data identified a change in morphology which resulted in t-wave oversensing and inappropriate shocks. A simulation was performed and evaluated by a boston scientific engineer to determine if device replacement would result in better system performance for this patient. The simulation indicated that smart pass effectively mitigated oversensing in the three available episodes for this patient. No adverse patient effects were reported.